Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels had rose to 682 while wearing the pod between 4 and 24 hours. Symptoms reported include hyperglycemia and vomiting. Once at the hospital the patient was treated with intravenous fluids and manual insulin. The patient was discharged from the hospital the following morning.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone phone_control_android, cloud - omnipod 5 software app version 3.1.1, cloud - smartphone operating system up1a.231005. 007.s926usqs4aya2, cloud - smartphone hardware sm-s926u, cloud - cgm sensor type g6.